Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse spoke with the clinical sales analyst (csa) and robotics coordinator. They suspect the issue was user error. The system has been removed from use and is scheduled for de-install. The problem could not be reproduced. The system was tested and verified as ready for use. Isi reviewed the site¿s complaint history, which a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Remotefe report review was performed. Per the review, the following was confirmed: system serial # ((B)(6)), event date ((B)(6)2024), console surgeon (dr. (B)(6)), and procedure name (hysterectomy - benign and endometriosis resection). No investigation required as no image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy and endometriosis resection surgical procedure, the clinical sales representative (csr) called a technical support engineer (tse) about an arm issue. The doctor texted the csr that the arm movement was not intuitive. When the doctor dropped the needle so the bed side could reseat, the instrument the arm moved on its own. The site removed the instrument and did a system power cycle and was back working in the case with no issues when the csr called the issue in. The procedure was completing as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the site dropped the needle to replace the instrument. During the process, the arm drifted on its own. The customer noted that there was no reported patient demographic information available.